Event description:
Found leakage in the 15 cm-20 cm during puncture.

Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received. Additional info necessary in determining reportability requested (B)(6) 2012. Info received (B)(6) 2012.